Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified cephalic vein. After a non-bsc sheath was inserted and crossed the lesion with a non-bsc guidewire, a 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. Dilatation was performed again with a 5x40 mustang balloon catheter and procedure was completed. No patient serious injury or adverse event were reported.